Manufacturer narrative:
Explant date: not applicable, as lens was not explanted. (B)(6). The device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon pushed the plunger to the black mark inside the barrel of the device which engages the thread mechanism to allow the lens to be inserted, by turning the plunger clockwise. However, the plunger did not stop moving when pushed even after the click was heard and instead the plunger kept moving and pushed the lens rapidly into the sulcus and not the intended capsular bag. Lens was fully inserted. No further intervention performed.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 22 march 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the suspect intraocular lens (iol) was not received as it remains implanted. Only the preloaded device was returned. Visual inspection under magnification revealed that the preloaded device was received in the advanced and locked position. The handpiece was observed covered in fibers from being wrapped in gauze. No assembly issues were observed before and after disassembling the handpiece, however a bent plunger rod tip was observed. No iol was received as part of this return; therefore, no product evaluation could be performed on the lens. The complaint issue could not be confirmed. However, the observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints have been received for this po. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.